Event description:
A medtronic rep reported a screw on the open spine clamp is stripped and will no longer tighten. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Device MFR date not available at time of this report. RMA issued. Replacement part shipped on (B)(4) 2011. Adjustment screw is not stripped as reported. Threads are all in good condition and the head is normal. The retainer ring on the end of the adjustment screw is stretched allowing some play in the travel. Turning the adjustment screw does not result in immediate movement of clamp face due to damage retainer ring, but clamp is still functional.